Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Insulin pump received with moisture damage on lcd board, cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.